Manufacturer narrative:
(B)(6). The lot was manufactured from july 23, 2020 - july 24, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 48 hours; however, it was observed that the device did not complete the medication delivery until after 72 hours. The device had been filled with 3850mg of fluorouracil and 43 ml of sodium chloride 0.9% with a total fill volume of 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.